Event description:
Reporter indicated that diagnostic testing had resulted in high lead impedance at a routine office visit. There had been no patient manipulation or trauma that could have contributed to the event. The patient reported experiencing a slight increase in seizures below prevns baseline level within the few months prior to the office visit. The last time the patient had been seen was in 2008 when diagnostic testing was normal. The physician's office reported that x-rays did not show any obvious lead discontinuities. However, these x-rays were not made available to the manufacturer for review. Full revision surgery was performed. The hospital reported that the lead was "broken" . Good faith attempts to obtain the explanted product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.